Manufacturer narrative:
Device evaluated by manufacturer: the main coil, the pusher wire and the introducer sheath were returned for the analysis. Visual and microscopic inspection was performed, which revealed the main coil was bent, stretched and detached at the coil arm section. No further damages or issues were observed. Functional inspection could not be performed due the pusher wire and the main coil are not interlocking. Dimensional inspection on main coil revealed that zap tip outer diameter (od), primary coil od and coil arm od were within specification.

Event description:
Reportable based on device analysis completed on 31july2023. It was reported that the device was prematurely deployed inside the catheter. The target lesion was located in the esophageal gastric varices. A .035 interlock 2d 18mm x 40cm coil was selected for use. During the procedure, when the coil was to be deployed with an angiography catheter, it was directly deployed inside the catheter. As a result, a new catheter was used. No complications were reported and patient was stable post procedure. However, device analysis revealed that the main coil was detached at the coil arm section.